Manufacturer narrative:
The device is not being returned to conmed corporation. Upon completion of the quality engineering evaluation a supplemental report will be filed. Not returned to conmed corp

Event description:
Day of surgery: (B)(6) ((B)(4) received this report a month after surgery - (B)(4) 2013). The ground pad was put the back of left thigh. Duration of procedure about 2 hours 30 minutes. Bodily position:dorsosacral position patient information: (B)(6). Operating surgeon: (B)(6). The operator didn't found this burn right after surgery, but a ward team found it. The wound was cured a month after surgery, so the doctor will do "debridement". We assume the application site caused the burn. The wound was debrided by the surgeon.

Manufacturer narrative:
Conmed thermogard, single foil, dispersive electrodes are designed for use with electrosurgical generators during electrosurgery and provide a path for rf energy produced at the active electrode to return to the generator. The conmed thermogard dispersive electrode is for use with all patient populations providing there is sufficient surface area to ensure full contact of the electrode with the patient's skin. A DHR/lhr, device history record/lot history record, review was not accomplished for the lot number was not available. No laboratory examination was performed on the complaint product, as no device was returned to conmed for examination or confirmation of defect or confirmation of conmed product. There may be a multiple of possible causes either manufacturing or user related. The complaint can be neither confirmed nor unconfirmed at this time. Possible cause for this failure mode could be improper pad site preparation prior to application of the dispersive electrode. The IFU, instructions for use, specifies, "prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly". Another possible cause for this failure mode could be the inability to achieve good pad adhesion to the patient skin. The IFU also specifies to, "apply electrode firmly ensuring full adhesion and contact with the patient's skin". The IFU warns the end-user that, "failure to achieve good skin contact by the entire adhesive surface of the dispersive electrode may result in electrosurgical burns or poor electrosurgical performance". The dispersive electrode reported as utilized in this incident was a single foil dispersive electrode. When utilizing a single foil dispersive electrode the alarm indicator on the esu will illuminate steady green to indicate the dispersive electrode is acceptably connected to the esu. The single dispersive electrode status/alarm indicator does not provide any indication of the contact quality between the single dispersive electrode and the patient. In addition the IFU provides proper power settings and activation times in order to minimize the potential for patient burns. The IFU also warns that, "difficulty in achieving cutting or coagulating energies requires evaluation. Stop. Do not proceed or increase power settings until you have checked all components of the electrosurgical circuit including the active electrode and its cable, the patient, dispersive electrode adherence and integrity and the electrical generatorand its connectors. Indiscriminate power increase may result in patient burns." The complaint cannot be confirmed and root causes cannot be confirmed without examination of the actual device utilized in this reported incident. The inability to achieve good pad adhesion to the skin, improper site preparation, and/or indiscriminate power increases are the most probable causes for this complaint. The complaint investigation has not identified any manufacturing defects with this complaint; therefore, no corrective action is recommended at this time. Conmed is considering this complaint closed. Device discarded by end-user.